Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer has had high blood glucose levels between 300mg/dl and 400mg/dl. The customer stated that the she is having frequent battery changes. Customer declined troubleshooting. No additional information was provided.